Event description:
The customer described a system lockup. A communication fall error message will result in a system lockup, no boot, or shut down situation depending on when the loss of communication occurred. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available.